Event description:
The customer observed falsely elevated platelet results on the cell-dyn emerald analyzer. The following data was provided (k/ul): patient 1: initial platelet 983, repeat 265 there was no impact to patient management reported.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints and a review of labeling. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate, the operator's manual states when a result is flagged with a patient or panic limits alert, it is recommended that the laboratory's review criteria is followed, which may include review of a stained smear to verify the result and to check for the presence of any additional abnormality. It was determined that the qc results were also out of range after the erroneous results were noted by the customer. Quality control specimens must be run and results confirmed to be within acceptable limits before reporting patient results. Based on all available information and abbott diagnostics' complaint investigation, no product deficiency was identified.